Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 42 mg/dl and a lost sensor alarm. Customer treated the low with orange juice. The customer indicated that their doctor recently changed their settings. Troubleshooting found that the pump did not alarm lost sensor as there were no alarms in the pump history. The customer was advised to monitor the pump, follow up with their doctor and call back if issues persist as it appears that the pump is working as designed.